Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call on (B)(6) 2018 that the insulin pump was getting calibration not accepted and change sensor alarms. Blood glucose level at the time of incident was 51 mg/dl. Troubleshooting did not resolve issue. Auto mode feature was not in use at the time of incident. The product will not return for analysis.